Event description:
It was reported that during ventilation a disconnecting of the circuit on the expiratory part of the respirator occurred without alarm. Reportedly the following clinical consequences were observed: cardio respiratory arrest requiring external cardiac massage. Severe bradycardia with heart rate below 30.

Manufacturer narrative:
The concerned device was tested on site by a drager service representative after the event and found to be fully functional. No deviation from specification was identified. The device log was downloaded and sent to the manufacturer for analysis. For the reported date no relevant entries were filed. Additional requests revealed that the reported event occurred in the morning of 9th april around 8:45h. The ventilation parameters were already set in the late evening of the day before and many alarms for high airway pressure were generated up to 3:31h in the early morning of 9th april. Thereafter, for five hours ventilation was stable. From 8:34h again nearly continuously alarms were generated for high airway pressure and leakage ("tidalvolume high"). These alarms point to a situation of stenosis in combination with a leakage. An "airway pressure low" alarm at 9:10h could be caused by a larger leakage or disconnection. This alarm was heard by users, which activated alarm silence in the same minute. At 9:14h, the ventilation mode was changed by users, but the conditions were not improved. Use of the alarm silence function from time to time shows, that the alarms were recognized by users. The manufacturer comes to the conclusion that during difficult ventilation with high flow resistance and leakages the evita behaved as specified and generated appropriate alarms. No device failure was identified. The reported event is an isolated case.